Manufacturer narrative:
(B)(4). After further evaluation, based on the fact that this condition will render the device non-functional prior to patient exposure, we consider this event to no longer meet the criteria for a reportable event. Post market vigilance (pmv) led an evaluation of one handle and one adapter opened by the account. No visual abnormalities were noted for the handle or adapter. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 6 autoclave cycles for the handle. The eeprom was uploaded and indicated 6 autoclave cycles for the adapter. Since the clinical battery and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv battery pack was loaded into the device. The device powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. All five white status lights illuminated indicating more than 15 surgeries remaining on the handle. The adapter was inserted onto the handle and calibrated without issue. All five white status lights illuminated indicating more than 15 surgeries remaining on the adapter. A pmv reload was inserted onto the adapter and the reload detect led did not start flashing, indicating that the software did not recognize the presence of a reload. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. A pmv reload was inserted onto the adapter again, and the reload detect led again did not start flashing as intended, indicating that the software still did not recognize the presence of a reload. The adapter was disassembled and positive contact was made with the switch. The reload detect led still did not illuminate. A review of the device history records indicates the device lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. The switch used in this adapter is not sealed allowing potential contaminants to render the switch non-functional. Current production utilizes a sealed switch configuration. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one handle and one adapter. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A review of the device history records indicates the device lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. The switch used in this adapter is not sealed allowing potential contaminants to render the switch non-functional. Current production utilizes a sealed switch configuration.

Event description:
According to the reporter, a 60amt reload was not recognized. Tried many times to install the reload but was not working properly. There was not patient involvement.